Event description:
A report was received that a pt's precision system was explanted, due to infection at the pocket site. The pt was having symptoms of redness, swelling, and fever. The physician reported that the infection was not device or procedure related. The pt was treated with oral and IV antibiotics. The physician also flushed the pocket site out. The pt is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn for evaluation because they were discarded by the medical facility.